Manufacturer narrative:
(B)(4). Closure trigger the analysis results found that one (B)(4) device was returned in good visual condition and with a reload loaded in the device. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. In addition, the cartridge pan was noted to be damaged and bent; it is possible that the cartridge was not properly unloaded of the device, causing the damaged to the pan. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the devices. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose; it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be fired successfully at the second reload unit. At the same time, the noise occurred and the spring fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.